Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain on (B)(6) 2018. It was reported that the patient had called the manufacturer representative because he was not feeling any stimulation and had it turned to 10.0 volts. It was unknown if there were any external or environmental factors that led to this event. An impedance check found that contacts 0,1, and 3 were marked as avoid. The manufacturer representative programmed around these contacts and covered the right leg and the right low back which is the worst. It was unknown if the issue had resolved by the time of the report. No surgical intervention occurred at the time of the report, and it was unknown and would not be known if surgical intervention would be planned to resolve the issue. There were no further complications reported or anticipated.